Event description:
Operative procedure on 1/19/1998 pre/post diagnosis - "pcd" failure. "Pt underwent a right-sided pcd placement a couple of days ago. He now presents with pcd failure. Medtronic co, upon interrogation of the device, felt that the lead was defective or the pcd generator was defective. Therefore decision was made to replace the entire system and put in a new system".